Event description:
It was reported that the device separated, requiring an additional device. This 6x150, 130 cm eluvia drug-eluting vascular stent system was selected for use during an endovascular therapy procedure. The severely calcified and moderately tortuous target lesion was located in the left superficial femoral artery (sfa) with chronic total occlusion (cto). Treatment was performed by crossover with severe calcification and severe tortuosity of the iliac artery. Pre-dilation was performed with a 5mm non-boston scientific balloon, and then the eluvia was deployed. Resistance was felt on the handle after the tip of the stent was placed 2-3 cm near the distal sfa. It was deployed with force, then the stent elongated to about 20 cm and stretched to the contralateral side. It was believed that the stent had separated midway; therefore, the guidewire was pulled, and when the entire system was removed, it was confirmed that the proximal part of the stent had separated within the non-bsc guide catheter. The elongated portion of the stent remained implanted, and the proximal part was removed with the guide catheter. The procedure was completed by placing an additional eluvia stent. There was no patient injury as a result of this event.